Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported an allergic reaction while using cannulas. It was alleged that this has occurred with several different boxes over the past 3 years. The user reported that she has itching, skin blemishes, and redness at the application site. When she removes the cannula, a black dot remains in her skin. The caller reported that her skin is stained and full of black dots. The patient scheduled a consultation with her doctor and was given cortitop ointment to treat the site. The patient makes continuous use of the ointment with every infusion set change. The patient was not admitted into the hospital.